Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4).on (B)(6) 2021, the following information was noticed to be erroneously submitted in the previous report: the device was reported as a mentor memorygel breast implant (catalog number 3503751bc). This device belong to another event. See manufacturer report number 1645337-2021-01505 for details. The correct device for this report is an unspecified mentor gel prosthesis. The correct date of explantation is (B)(6) 2015.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 375cc (l) and 175cc (r) and experienced bilateral breast pain and ¿bubbles¿ on the right side post-operatively. A mammogram was performed, but the results were reportedly normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.